Manufacturer narrative:
The ge service rep conducted an onsite investigation. The software and calibration files were reloaded. The uninterrupted power supply was turned on and a self test was performed. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a file system corruption detected error message. No pt injury was reported.